Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).. This medwatch is being filed to relay additional information. Review of the most recent repair record determined that the motor was jumpy, the unit was out of calibration, and the switch, switch mount, plug harness assembly, strain relief, end cap, eccentric shaft, spring seal and bearing needed to be replaced. The motor, switch, switch mount, plug harness assembly, strain relief, end cap, eccentric shaft, spring seal, and bearing were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that this dermatome was sent out for repair because it incorrectly cut the patient during surgery leaving trails of uncut skin. The event occurred during surgery. Patient was cut by device. It is unknown if the patient needed sutures. The blade did not fully cut through to create the skin graft. No adverse event was reported as a result of this malfunction.